Event description:
The customer reported that the t:slim x2 pump's battery would not charge despite using the tandem charging cable and wall adapter correctly. There was no adverse impact to the customer's blood glucose level. The customer attempted to use different charging accessories without success, resulting in technical support deciding to replace the pump. They were instructed to use multiple daily injections as backup therapy until the replacement arrived. Additionally, the customer was guided on returning the malfunctioning pump and advised on steps to take when receiving the replacement.